Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her one touch verio iq meter read inaccurately high compared to her feelings and or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2013 at 10:35 a. M. When she obtained a blood glucose result of ¿303 mg/dl¿ with the subject meter. The patient manages her diabetes with an insulin pump and denied taking any action in regards to her normal diabetes management as a result of the alleged inaccurate result(s). On (B)(6) 2013 at 10:48 a. M., the patient reported developing symptoms of ¿lightheaded and shaky¿. She retested her blood glucose with another device (unknown type) and obtained a result of ¿47 mg/dl¿. Immediately after, she self treated with glucose tablets/glucose gel. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (10/28/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/17/2013 and 10/21/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.